Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issues by tightening a loose fitting/connector on the reagent probe b tubing assembly. No further leaking or instrument errors were observed. The instrument software version is 5.4. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer stated the instrument generated "cuvette not dry at first reagent inject, cuvette no fluid, reagent delivery subsystem" errors on their unicel dxc 600 pro synchron system. Upon troubleshooting, the customer observed leaking from reagent probe b with fluid contained in the probe drip tray. The customer described the volume of the leak as approximately 2ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.